Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a knee arthroplasty revised due to loosening.

Manufacturer narrative:
The components were reviewed for compatibility with no issues noted. No devices were received; therefore the condition of the components is unknown. Review of the device history records for the femoral component and bone cement identified no deviations or anomalies. This device is used for treatment. Operative notes from the primary surgery were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Operative notes from the revision surgery state that the patient was revised due to femoral component loosening. The femoral component was noted to be slightly loose and toggling. A cystic formation in the lateral femoral condyle was noted after removal of the component. The tibial component was noted to be well fixed. The patellar component was found to be in good position and not loose and was not replaced. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is now reported that the patient was revised due to femoral component loosening after a knee arthroplasty.